Manufacturer narrative:
One used sample model 2426-0007, two unopened samples lot 25055516 and two unused samples of lot 25063011 that were not reported were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water. No fluid blockage was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
E.1. Address was not located, and (B)(6) was used. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was occluded. The following information was provided by the initial reporter: end user cannot administer fluids - fluid does not go through the product. Patient or end-user injured: n when was incident noticed: during use was incident discovered during direct patient care: y was any medical treatment required: n. Did customer file a report with health authority(ies): n.